Manufacturer narrative:
Additional information - section h4 (device manufactured date) has been updated based on returned product download. The reported sensor 0m0007q1ce0 has been returned and investigated. An extended investigation was performed on the returned sensor and components. Visual inspection has been performed on the returned applicator. The returned applicator was dismantled to perform a visual inspection; no issues were observed. A visual inspection on the returned sensor pack showed damage to all three platform retaining tabs. Removed the platform and observed the sensor plug and sharp to be underneath it. This damage is consistent with the user manually inserting a tool into the pack to attempt removal of the pack platform. The platform was likely reinstalled into the pack at an incorrect angle after removal, which trapped the sensor plug and sharp underneath it. Visual inspection performed during manufacturing of the product ensures that the sensor plug is installed in the pack correctly after the platform is placed in position. No malfunction or product deficiency was identified. This issue is not confirmed to use due to incorrect assembly by the user.

Event description:
Customer reported attempting to apply an adc freestyle libre sensor and being unsuccessful due to the inserter not firing, and as a result of being unable to monitor glucose levels, experiencing a seizure and a loss of consciousness. Customer had contact with paramedics who administered an unspecified injection upon arrival and transported the customer to a hospital where he was diagnosed with hypoglycemia and administered "some type of liquid". There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specifications. The dhrs (device history review) for the libre sensor indicated by the serial number provided by the customer. The dhrs showed the libre sensor passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported attempting to apply an adc freestyle libre sensor and being unsuccessful due to the inserter not firing, and as a result of being unable to monitor glucose levels, experiencing a seizure and a loss of consciousness. Customer had contact with paramedics who administered an unspecified injection upon arrival and transported the customer to a hospital where he was diagnosed with hypoglycemia and administered "some type of liquid". There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported attempting to apply an adc freestyle libre sensor and being unsuccessful due to the inserter not firing, and as a result of being unable to monitor glucose levels, experiencing a seizure and a loss of consciousness. Customer had contact with paramedics who administered an unspecified injection upon arrival and transported the customer to a hospital where he was diagnosed with hypoglycemia and administered "some type of liquid". There was no report of death or permanent injury associated with this event.